Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
Kimberly-clark received a report stating pilot line was disconnected. The clinician states the patient used her tongue to loosen the pilot line. The patient was extubated because of spontaneous breathing. Plans were in place to extubate the patient prior to the pilot line disconnecting. Additional information received on (B)(6) 2014 indicates the patient had been intubated for 10-days.